Event description:
Product quality has deteriorated noticeably over past several months. Biopsy guns sometimes do not fully deploy and needle is removed from tissue with sample notch uncovered most recently, dr states that seven needles were used unsuccessfully in a single procedure even through cannula did deploy in this instance. No core was recovered, procedure was then successfully completed with another product.